Manufacturer narrative:
Additional information: d4, d9, h3.

Event description:
A patient underwent revision surgery to address disengagement of the locking mechanism of an ozark plate at c7 and bilateral ozark screw fractures at c3 and c7. The patient reported back pain and subsequent imaging identified the disengaged or fractured hardware. This report captures the second of four ozark screws.

Event description:
A patient underwent revision surgery to address disengagement of the locking mechanism of an ozark plate at c7 and bilateral ozark screw fractures at c3 and c7. The patient reported back pain and subsequent imaging identified the disengaged or fractured hardware. This report captures the second of four ozark screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient underwent revision surgery to address disengagement of the locking mechanism of an ozark plate at c7 and bilateral ozark screw fractures at c3 and c7. The patient reported back pain and subsequent imaging identified the disengaged or fractured hardware. This report captures the second of four ozark screws.